Event description:
It was determined, with an x-ray, that the electrode array of the child's implant inadvertently had been placed outside of the cochlea. The child was explanted and reimplanted. The second surgery resulted in correct placement of the array, which enabled the child to use the device.